Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has been exposed to moisture. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive and requires more force to obtain a response. The keypad buttons do not have normal spring back when pressed. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, has not yet been evaluated. Once the device is evaluated and completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.